Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of the fenestrated bipolar forceps was broken at the distal end. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "broken cable at the distal end." The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity the additional information not reported by site: the instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.097 x 0.286. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.